Event description:
N/a.

Manufacturer narrative:
Updated fields - d10, g4, g7, h2, h3, h6, h10. Unique device identifier (UDI): (B)(4). The mayfield skull clamp was not returned for evaluation (repaired through facility clinical engineering department).; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report numbers: 3004608878-2020-00594; 3004608878-2020-00595; 3004608878-2020-00596; 3004608878-2020-00597.

Event description:
This is 5 of 5 reports. A customer reported that when the rocker arm / locking knob of the a3059 mayfield composite series skull clamp is unlocked and rotated, the inner components sounds ratch-like, and rotation feels rough and not smooth as if they are rubbing on themselves, or the locking mechanism is technically not unlocked. The issue was noticed before the procedure on (B)(6) 2020, and the staff used another skull clamp. There was no delay in the procedure.